Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated she had been having pain at the infusion sites, so she repeatedly changed the infusion set. The customer also stated that the insulin infusion pump alarmed no delivery. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. The customer stated that her blood glucose levels started running high when she started to use infusion sets from her most recent shipment. Nothing further was reported.